Event description:
It was reported that decreased r-wave amplitudes were noted. The lead was explanted and replaced after repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The damage found was sustained during the surgical procedure. The lead was otherwise normal.